Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for total protein gen.2 (tp2) on a cobas c 503 analytical unit. The initial result was 2.1 g/dl. The repeat result was 7.5 g/dl. The repeat result was believed to be correct. An amended report was sent.

Manufacturer narrative:
The tp2 reagent lot number and expiration date were not provided. The field service engineer (fse) found the event was due to a contaminated sample probe at the ultrasonic wash station. The fse cleaned the buildup off the wash station cover and cleaned the sample probe. Precision and qc results were acceptable. The service maintenance actions resolved the issue.